Event description:
It was reported that during a rectum resection procedure, the anastomosis was tested and it was okay. After five to six days, it was insufficient and the patient received an ileostomy. There was no further adverse patient consequence. There is no further information available.